Manufacturer narrative:
The trilogy evo ventilator was returned and evaluated by the manufacturer's service center for the allegation the device gave a ventilator inoperative alarm, during evaluation of the alleged ventilator inoperative alarm, the error log was reviewed and was found to contain multiple e-262 ventilator inoperative alarm codes indicating data in the electronically erasable programmable read-only memory (eeprom) was corrupt on the system/central processing unit. The system printed circuit board assembly required replacement to address this issue. After completion of the repair, the device passed final testing and was confirmed to operate properly.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator inoperative condition occurred. There was no harm or injury reported. It was reported that due to the error message, the error logs were unable to be downloaded. The device has not been returned to the manufacturer for evaluation and bench repair. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.